Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital with an elevated blood glucose (bg) level of 1279-high mg/dl. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump logs and determined that the pump functioned as intended and the cause of the bg level was due to customer not initiating boluses correctly. During hospital stay, customer was treated intravenously with fluids of saline and insulin and lovenox. Customer was released with issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.